Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this ra lead was surgically abandoned due to high threshold measurements.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.